Event description:
It was reported that the device disconnected. The patient woke up in the morning when the tubing had been disconnected. The reporter noted that the disconnection had occurred at the blue connector on the tubing from the pump. The pump had been alarming with a ¿downstream occlusion¿ message. The patient had been instructed to stop the pump and clamp the tubing. It had been explained that any tubing that became disconnected could not be reconnected. The patient had been instructed to contact the clinic for further instructions and had been reminded of the four-hour stop window. The patient had been unsure how long the pump had been disconnected during sleep. The clinic had been scheduled to open at 8:00 a.m., and the patient had stated an intention to arrive at that time but had been advised to call immediately due to the medication stop window. The spiros had remained connected to the administration set, which had caused the downstream occlusion alarm and prevented any leak after the disconnection. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. Associated tubing complaint documented on (B)(6).

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.